Event description:
It was reported that during a procedure the micro sagittal saw was running without user activation. It was reported that this event occurred on a table away from the patient. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.